Event description:
A customer contacted beckman coulter (bec) to report elevated troponin (accutni) results within the risk stratification range of the assay generated by an access 2 immunoassay system for 8 patients. The results were questioned by the ER physician. Repeat testing on the customer's alternate analyzer produced lower results within the normal reference range of the assay for 7 out of the 8 patients. The eighth patient's repeat result was lower but still within the risk stratification range. A follow up call made to the customer uncovered an additional erroneously elevated accutni patient result. Therefore, there was a total of 9 results in question. Five patients were admitted to the hospital after the elevated accutni results were generated. The customer reported that 1 of the 5 patients who were admitted had a cardiac catheterization performed. The other 4 patients who were admitted to the hospital did not have any additional changes in patient treatment. The remaining 4 patients who were not admitted to the hospital had no changes to treatment observed in connection to this event. The results provided by the customer are shown in the attachment. The customer was unable to specify which 5 patients out of the 9 total patients involved in this event had been admitted to the hospital. This report is being submitted to document the fourth patient out of the 4 patients who were admitted to the hospital and did not have any changes in patient treatment. Separate reports have been submitted to document the additional 3 patients who were hospitalized and the patient who was hospitalized and had a cardiac catheterization performed.

Manufacturer narrative:
Qc (quality control) had passed prior to the event but was failing out of range high after the results in question were generated. System check performed after the event failed the washed portion. A bec field service engineer (fse) was dispatched on-site to evaluate hardware. The fse observed issues with aspirate probe #1 upon arrival at the customer site. The fse reported the probe spring was not functioning properly and that the probe tubing had developed a hole. The fse replaced aspirate probe #1 and the tubing. System checks and qc then passed within established limits. The cause of this issue is attributed to the aspirate probe. Mdrs associated with this event: 2122870-2013-00343, 2122870-2013-00344, 2122870-2013-00345, 2122870-2013-00399, 2122870-2013-00400.